Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that stent positioning/placement problem occurred. The target lesion was located in the left external iliac artery. A 10x60x120 epic¿ vascular stent was advanced to treat the lesion. However, during deployment the delivery system moved forward causing to miss the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.